Event description:
It was reported by the rep that when the device was used during a laparoscopic nephrectomy procedure, an incomplete staple occurred. Converted to an open procedure to complete the case.